Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The customer indicates the revision was not as a result of any failure of the implant manufactured by biomet microfixation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent

Event description:
A tmj revision surgery occurred to replace the implant with another manufacturer's implant.